Event description:
During cataract surgery, when implanting the iol (envista, bausch and lomb, sn#: (B)(4), 20.5, exp: 01/31/2022), the physician noticed the haptic was bent. Therefore, before implanting the damaged lens, the physician requested a new lens and another lens inserter, and he implanted the new lens successfully. (The bausch + lomb lens inserter was defective).